Event description:
Report received from the "USA" stating that the "tip" was broken. There were no pt or user injuries reported. There was no additional info available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device has been received by anspach. The device was evaluated and it was found that the protective foot of the device was drilled into. The protective foot was weakened by the damage from the drilling. The weakened tip broke when upward stress was applied. The damage to the protective foot most likely occurred when the cutter and craniotome were miss assembled. The event was confirmed. If additional info is received, a supplemental report will be sent. (B)(4).